Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the homing and burn in tests did not pass.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The collimator was replaced and the issue was resolved. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was identified the collimator initializing error was received again. The system was re-started but the issue was not resolved. There was no patient present when this issue was identified.